Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they went out of town and was stuck out of town for 3-4 days. Pt was not able to charge the ins now the ins will not charge. Pt stated they last charged the ins about a week ago - pt verified using previous platform recharging equipment. Pt confirmed was last implanted on (B)(6) 2019 but stated was never given new platform external equipment. Patient services (pss) is sending a message to the local field rep to try to assist with pt implant information. Troubleshooting was unable to be performed as pt did not have the right equipment. The rep reported they had spoken to the patient and is not sure what the patient has implanted. Pt called back from number registered re-reporting information previously documented in this case. Pt stated they are unable to recharge their neurostimulator (ins) battery. There was some confusion regarding what platform device the patient has; however, pt was describing that he is currently still implanted with previous platform battery and seeing the "reposition antenna" message on both the recharger and patient programmer. Pt commented there was an additional lead implanted in 2019 while implying the ins battery was not changed out at that time. Pt mentioned he is running on nothing and experiencing pain from loss of therapy. The rep reported the implant has been depleted for a while, but has not yet met with the patient. Information was received from a manufacturer's representative (rep). The reason for call was rep called to report that pt claimed to have been charging ins with previous platform equipment, but had ins replaced years ago. Pt said they were never given the equipment for current platform. Their ins battery was dead and they were trying to get a charge to the ins. Rep said they got x-ray of ins and confirmed appeared to be the current platform model, rather than previous platform. Rep mentioned neither set of equipment was able to pull the ins battery out of possible over discharge. Caller noted patient has been feeling warmth from inside out while attempting to charge for about 3 weeks. Caller noted patient had been charging successfully and using stim prior to that. Caller noted patient feels the warmth and feels like there is something moving around inside near the ins when he charges. Caller tried to use an a controller she has and patient is reporting the same sensations. Caller reported the patient said he never got any other equipment and has been using his old platform product since implant. While on the call the pa came in and reported they are going to change out the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported patient describing heat on the battery site. The patient has a intellis system and has been recharging with a restore charging system.. Unsure on how this is possible. Patient is going to have to have surgery for a replacement to figure out exactly what is going on.